Manufacturer narrative:
(B)(4) - no consequences to the patient were reported. Difficult deployment is listed in the instructions for use. No product or images were returned to assist with this investigation. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Controls are in place for the soldering process ensuring the barbs, on the suprarenal stent, have the correct amount of solder and correct amount of spacing between the stent struts and barb wire. The information available in the complaint file, the device instructions for use, applicable quality engineering risk analysis, and complaint history were reviewed as part of the investigation. It was concluded that the failure mode in this case was difficult to release, as a result of a difficult to remove top cap during the procedure. This failure mode was determined based on the provided event description in this case, and similarities with other event descriptions with this failure mode. Risk analysis was used to evaluate risk. The event was trended as low impact to the patient. This complaint falls under the scope of a CAPA. Very little information was provided to assist with this investigation. However, it appears that the user completed something similar to the alternative deployment sequence, and was able to complete the procedure with no consequence to the patient (low impact). We will continue to monitor for similar complaints and notify the appropriate internal personnel.

Event description:
The issue was that the top cap would not come off (36 mm graft) - dr ended up advancing the central stiffener after releasing everything and it came off eventually. The patient is fine.